Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the primary surgery via tha for oa with the stem in question. In the surgery, the procedure was performed as follows. 1. The procedure was started with a posterior approach, and competitor implant (zimmer biomet, g7) was used for the acetabular side. 2. In the trial, it was determined that there was no problem with x-ray confirmation, and the surgeon tried to place the stem in question. 3. When implanting the stem after placing a sleeve, the stem stopped 20mm short of the planned position, and did not progress at all even if the driving was continued. 4. Although the stem occupied the medullary canal was high, no misalignment was confirmed by x-ray. 5. The surgeon tried to remove the stem once, but it was difficult, and it took more than 30 minutes to finally remove the stem. 6. The surgeon performed an additional medullary canal reaming for 7 mm through the sleeve implant but placed a 6 mm stem at his judgement. The procedure was completed successfully with 45 minutes delay. The surgeon commented that 6mm and 7mm stem implants may require 1mm over reaming depending on the bone quality, considering the lack of coronal slots and the distal flute. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the device was not able to confirm the complaint since the involved trial was not returned for examination. A dimensional inspection of the device was performed and met specifications. No defects that could have contributed to a product malfunction were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Drawing/specifications reviewed? Dwg-104365 rev. B. Dimensional inspection: nominal stem length : drawing dimension: 4.85 +/- 0.06 mm, actual measurement: 122.38 mm. Neck base height: drawing dimension: 13.00 mm, actual measurement: 13.00 mm. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 900524210, lot 9495184, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 900524210, lot 9495184, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4, h3.